Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. There was a leak/hole in the primary tubing. We do not have the product to return for investigation.

Manufacturer narrative:
It was reported that the texium was leaking. One sample was returned for investigation. The sets were primed and allowed to flow. No observation of leakage. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11171447 lot number 24085333 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 10013364t & 10013364t, batch number#: unknown. It was reported by customer that there was a leak/hole in the primary tubing. Verbatim#: rcc received a complaint via email. Defective product # 1117447 / lot # 24085333. There was a leak/hole in the primary tubing. We do not have the product to return for investigation.